Event description:
Information was received from multiple sources (company representative, healthcare professional, consumer) regarding a patient receiving morphine 15 mg/ml at 3.198 mg/day, clonidine 175 mcg/ml at 37.31 mcg/day, and bupivacaine 40 mcg/ml at 8.529 mcg/day via an implantable pump. It was reported the patient presented to the physician's office on (B)(6) 2023 to have their pump refilled. The physician accessed the pump and withdrew all the remaining drug in the pump. When the physician re-accessed the pump to fill he had been unable to do so. The physician stated the pump valves had shut down so they had been unable to put new drug in the pump. The company representative interrogated the pump on the day of the replacement and found no error messages. The pump showed it had 33 mls of drug in there and running at simple continuous. The logs showed the last programming change on (B)(6) 2023. Refill technique and drug cocktail were possible factors that may have led to the issue. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: a810, serial#: unknown, product type: software. The main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.